Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7074798.

Event description:
It was reported that the patient developed an staphylococcus aureus infection . Symptoms of pain at the surgical site and skin erosion. It was also stated that the infection was not device related. Nothing happened during the procedure that contributed to infection. The patient is being treated with IV antibiotics. The explanted devices were keep by the facility.